Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with a blood glucose level of 188 mg/dl. The customer did not provide any information on the admission or symptoms regarding issues with their fever. The customer was off the insulin pump during their hospital stay but they did not provide information on why they were hospitalized. The customer revived error alarms on their insulin pump. The customer was referred to a trainer to help assist with troubleshooting their device. The insulin pump will not be returned for analysis.